Event description:
It was reported that the patient¿s spo2 dropped to 79% on the life2000 while ambulating to the bathroom. The patient has difficulty maintaining a spo2 over 85% on normal oxygen via nasal cannula and on the life2000. Per clinic notes, spo2 should be maintained at >90%. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection by a hillrom technician found both the ventilator and compressor functioned as designed. Testing included submitting compressor, and the submitted ventilator. Then bled in 5 lpm of oxygen from the invacare platinum xl oxygen concentrator (5 litter). Ran therapies at low, medium, and high activity levels. No error message nor alarms observed; no malfunction found. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary; however, the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial and can be reasonably concluded was due to the patient's underlying and progressing pulmonary pathology. An inspection of the life2000 device indicated the device worked as intended. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare oxygen concentrator is likely to lead to a serious injury if the event were to recur.

Manufacturer narrative:
It was reported that the patient¿s spo2 dropped to 79% on the life2000 while ambulating to the bathroom. The patient has difficulty maintaining a spo2 over 85% on normal oxygen via nasal cannula and on the life2000. Per clinic notes, spo2 should be maintained at >90%. There was no allegation of a device malfunction. The patient is a 77-year-old female with a medical history of copd with acute exacerbation, chronic respiratory failure-unspecified whether with hypoxia or hypercapnia, and hypertension. Per the patient and patient¿s son, the patient was recently discharged from the hospital (prior to this reported event), and she has not been feeling well. The reason for hospitalization was not reported. Approximately 3-4 days ago, the patient¿s spo2 dropped to 79% while ambulating to the bathroom on the life2000. The patient is still having difficulty keeping her spo2 over 85% on normal oxygen at 3.5 liters via nasal cannula and on the life2000. Per the patient, her spo2 has been dropping to 79% on the life2000 and standard oxygen. The patient stated she attempted all different activity levels on the life2000, however, there was no change. Her spo2 did not recover until she sat down and connected to her astral ventilator. The patient¿s son stated he does not believe the decrease in spo2 is because of the equipment, but rather walking 20-25 feet to the bathroom, which is very strenuous for her. Per the patient¿s son, the patient¿s spo2 did not drop while in the hospital because the walk to the bathroom was so short. The patient has not noticed the ball dropping on her 5 liter invacare concentrator when connected to the life2000. The hillrom respiratory clinician advised the patient and her son to contact the physician to determine if the patient needs to be seen for increased oxygen needs and to hold use of the life2000 until then. The patient stated she has an upcoming appointment and will discuss these issues at that time. The patient¿s son declined a trainer visit to retain on use of the life2000 and to adjust the device settings as he does not believe the issue is with the device. The patient and her son were advised to seek medical care if the patient¿s spo2 decreases. Further follow up with the patient was performed by the hillrom respiratory clinician and the patient stated she entered hospice and will not be resuming use of the life2000. Pick up of the device will be scheduled. Follow up attempts have been made by hillrom to determine the reason for hospitalization, but no additional information has been obtained to date. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device instructions for use state ¿always have an alternate means of ventilation or oxygen therapy available.¿ oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary; however, the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial and can be reasonably concluded was due to the patient's underlying and progressing pulmonary pathology. An inspection of the life2000 device is pending. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare oxygen concentrator is likely to lead to a serious injury if the event were to recur. Should additional information become available the complaint will be reassessed. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report

Event description:
It was reported that the patient¿s spo2 dropped to 79% on the life2000 while ambulating to the bathroom. The patient has difficulty maintaining a spo2 over 85% on normal oxygen via nasal cannula and on the life2000. Per clinic notes, spo2 should be maintained at >90%. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).